Event description:
It was reported that the handpiece overheated during a surgical procedure. The case was successfully completed with a back-up device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec¿d at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the upper, lower, and rotor bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.